Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed elevated alinity c creatinine2 results on a patient. The patient is a 51 year old female. Sid (B)(6): sample drawn (B)(6) 2026, initial: 5.27 mg/dl, repeat: 0.84 mg/dl. Second draw (B)(6) 2026, initial: 5.38 mg/dl, repeat: 0.87 mg/dl. Another sample from patient, sid (B)(6) drawn (B)(6) 2026 tested 0.85 mg/dl. Customer reference range is 0.70 ¿ 1.20 mg/dl. No impact to patient management was reported.